Event description:
The consumer indicated that she developed pelvic pain, leg muscle spasms, lower back pain, nausea and a headache after using tampons. She visited the hospital 2 weeks after symptoms developed and was diagnosed with pelvic inflammatory disease. She was given an antibiotic shot and prescribed additional antibiotic medication. She visited her family care doctor around (B)(6) 2011 because her pelvic and back pain persisted. Her doctor advised her to wait 2 weeks and schedule an ultrasound. She continued to experience the same symptoms for one month after visiting her family care doctor. She is currently receiving therapy for lower back pain.

Manufacturer narrative:
Device history record is in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.